Event description:
Philips received a complaint by the customer on the v60 indicating that there was a 35v failure. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. A remote service engineer recommended replacement of the motor controller pcba. Further information is pending.

Manufacturer narrative:
E1 (B)(6). Philips was unable to confirm the final disposition of the device because the customer allowed the quote to expire on 26mar2023, refusing service. No further work was performed by philips to resolve the issue. The investigation concludes that no further action is required at this time. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00324. All information from the original report(s) has been transferred to this report.